Manufacturer narrative:
The event log did show a sample probe clot detected error on (B)(6) 2009, at approximately 15:00 est. The sample that was false negative was run at approximately 16:00 est. A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant total hcg results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false negative advia centaur total hcg patient result was obtained and reported to the physician. The physician questioned the results. Upon retest of the patient sample, the results were positive on two different advia centaurs. A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg results.